Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. One - ventricular nst (non-sustained tachycardia) =190 ms average v-cycle on (B)(4)-2010 19:27:37. 4 - vf (ventricular fibrillation) <=190 ms between (B)(4)-2007 and (B)(4)-2010.

Event description:
It was reported that t-wave oversensing has occured. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature and the subsequent follow up information obtained from the author/physician. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Referenced article: ICD lead abandonment is without risk? A case of "lead on lead crime." Heart rhythm case reports. 2016;2(2):157-8.

Event description:
Additional information was received via a journal article which contained information regarding this patient¿s lead. The article indicated that the lead had been capped due to an apparent fracture. The lead was replaced with a competitor lead. The author alleged that the old lead "damaged" the replacement lead via the friction of the new lead was "crossing over" the old lead. Both leads were successfully extracted. Additional information obtained from follow up with the author indicated that the point of the article was to "advise about the risk of lead abandonment." The author stated that the "presence of a right ventricular (rv) lead coin in proximity to the added lead was the issue." The serial number of the lead was provided and the author indicated that the lead had been returned to the manufacturer. No further information was available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.